Manufacturer narrative:
(B)(4).

Event description:
It was reported that "swg bent." The device was replaced. This was found prior to use. There was no patient involvement.

Manufacturer narrative:
Qn# (B)(4). Upon investigation of the returned sample, it was found that the malfunction was not reportable; thus the initial MDR, submitted on 09/16/2025, should be retracted.

Event description:
It was reported that "swg bent." The device was replaced. This was found prior to use. There was no patient involvement.